Manufacturer narrative:
The insulin pump alarmed with a radio frequency error during the self test due to a faulty electrical component at the reference board. The unit was also received with cracked casing at the battery tube threads and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that his insulin pump has been alarming with a radio frequency error for the past few days. The patient's blood glucose at the time of incident was 211 mg/dl. Troubleshooting was initiated for the radio frequency error. The customer confirmed that the alarm did not occur during the rewind and prime process. The customer was advised to rewind the pump. The alarm and its possible causes were explained to the customer. The insulin pump was returned for analysis and a replacement device was shipped to the customer.